Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. Date of event: unk. Model #: expiration date unk. Implant date: unk. Explant date: unk. This product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date: unk. (B)(4). Claim # (B)(4).

Event description:
A journal article was received from the journal of current glaucoma, ((B)(6) 2021), for "bilateral cataract development and pupillary block glaucoma following implantable collamer lens". The article sited a study of a (B)(6) man with high myopia for routine follow-up status post bilateral phakic icl placement. The visual acuity was reduced due to an anterior subcapsular cataract and elevated iop in both eyes with advance glaucomatous visual field defects. The patient had pain in the right eye. The pis in the right eye were enlarged by yag. The patient was treated with topical glaucoma medications. The left eye underwent same-day phakic icl explantation and cataract surgery to prevent further visual field loss. Additional information has been requested but none has been forthcoming.